Event description:
It was reported that the intellivue multi measurement server x2 had a defective loudspeaker. There was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The customer received remote application assistance from a remote service engineer (rse). The rse found that the speaker was defective and needed to be replaced. A quote was provided to the customer, but expired. Based on the information available, the cause of the reported problem was a defective speaker. The customer was provided with a quote, but the quote expired, it is unknown how the issue was resolved by the customer.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue multi measurement server x2 had a defective loudspeaker. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.